Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by abdominal pain, fever and headache. The breach in aseptic technique was not further specified. The patient was hospitalized for the event. The patient was treated with vancomycin (intraperitoneal, dose and frequency were not reported. Treatment was discontinued when the patient was switched to hemodialysis therapy) and linezolid (intravenously, dose and frequency were not reported) for peritonitis. On an unreported date, pd therapy was discontinued, peritoneal catheter was removed and the patient was switched to hemodialysis therapy. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.